Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts at the mid-section of the crimped stent were damaged and lifted upwards from the stent profile while the proximal edge of the crimped stent had stent struts bunched and overlapping. The bumper tip of the device showed signs of stretching to its material longitudinally and as a consequence, the profile of the tip appeared as necking. The mandrel remained inserted within the device on receipt and the stent protector also remained tracked over the device. During analysis it was not possible to remove the mandrel as a result to the tip necking and as a consequence it was not possible to remove the stent protector. The damage evident to the crimped stent and tip is consistent with handling damage during device preparation while attempting to remove the stent protector from the crimped stent. No issues were found with the product mandrel. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile or the distal portion of the delivery shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-aug-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 24mm in length target lesion was located in the severely tortuous, severely calcified and 2.25mm in diameter right coronary artery. A 2.25x24mm promus element ¿ stent was advanced but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable. However, returned device analysis revealed stent damage.